Manufacturer narrative:
Analysis was normal. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device did not deliver therapy. The patient had what appeared to be a ventricular arrhythmia. The arrhythmia was not fast enough for the device to call the event a vt episode. Undersensing on the discrimination channel was noted but this did not affect the device's ability to deliver therapy. The patient expired.